Manufacturer narrative:
Inspected one opened and used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened and used

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 148mg/dl and the sensor glucose was 77mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also stated that on recalibration sensor glucose was 170mg/dl and blood glucose was 154mg/dl. The sensor will be returned for analysis.